Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. Additional information has been requested. The journal article did not include any analysis of how or if the 3dmax mesh potentially caused or contributed to any patient outcome or complications. Hernia recurrence and pain are known inherent risks of surgery and are listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible note, the date of event ((B)(6) 2008) is provided as an estimate based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per journal article, ¿pain with sexual activity at 1 and 3 years: comparing total extraperitoneal with lichtenstein inguinal hernia repair in a randomized setting (teplich trial)" this article describes the teplich randomized controlled trial which was the comparison of total extraperitoneal (tep) repair treatment method with the lichtenstein repair in a single center between april 2008 and february 2014. Men 30 to 60 years old referred for assessment of inguinal hernia symptoms were included in the study. A total of 243 patients were involved in the trial with 111 patients being in the tep with 3dmax group and 132 patients being in the lichtenstein with non-bard mesh group. The article reported that preoperatively 33 patients in the tep with 3dmax group had pain at sexual activity. At the 1 and the 3-year post-op follow-up, 6 patients reported having pain at sexual activity during the respective follow ups. One recurrence was seen at one year in a tep patient and no additional recurrences found during the 3-year follow-up. The article did not include any specific device issue. The article concluded that pain at sexual activity in inguinal hernia patients is more common than suspected and reduces quality of life. Repair will markedly reduce pain at sexual activity and restore quality of life in most patients without difference between the two study techniques.